Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device had an unauthorized repair, there was a hole/cut in the hose, the bearings were corroded and damaged, the temperature of the device was above specification, the locking components were damaged, and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, safety assessment, and loctite and cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling which is user error/misuse/abuse, and unauthorized repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was overheating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.